Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the setscrew of the pulse generator backed out of the housing. The device was not used.